Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results. The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined due to insufficient information provided by the user facility. A review of the instrument history revealed that the scope was last returned to olympus for service on 6/23/2016 for unrelated issue to the reported event.

Event description:
Olympus was informed that during an unspecified procedure, the scope became stuck in the patient and had to be removed through open surgery. It is unknown if the intended procedure was completed. The patient¿s current condition is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. The intended procedure was not completed. The patient was taken to the operating room, and an endotracheal intubation (et) was placed beside the bronchoscope. It was reported that the patient¿s airway was noted to be stable while the ent physician and cardiothoracic surgeon attempted to remove the scope without making an incision. A biopsy forcep was passed through the scope to open the looped end of the device under fluoroscopy. Reportedly, this allowed the scope tip to be straightened and the device was removed from the patient. The patient remained intubated and was taken to the ICU over night.